Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: can you please confirm, when the pouch was broken, whether any piece of the bag was separated from the device? Yes, the bag portion broke in the trocars site and the top half of the bag was still on the suture string and the rest of the bag broke and remained in the trocars site. It never officially fell into the abdomen. If yes, did any piece or pieces fall into the patient? No. You have stated that the case time was prolonged, however, can you please confirm how many minutes the procedure time was extended by? 15 minutes getting the gall bladder stones removed from the patient¿s abdomen as the bag breaking causes the stones to fall into patient¿s abdomen.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was doing the procedure and when he went to remove the gallbladder and its gallstones with the bag, the bag broke on the seam and the gall stones spilled into the patient's abdomen. He used another bag to collect the gall stones in and remove them. The gallbladder did have one gigantic gallstone and a bunch of small ones. Surgery was prolonged. There were no adverse consequences for the patient.